Event description:
The intra-aortic balloon was inserted into the pt on 3/24/98 at 10:45 am. On 3/27/98, poor augmentation was noted and the intra-aortic balloon was removed on 3/27/98 at 1:00 pm. The intra-aortic balloon was not returned to datascope for eval. (Event complications: none from the event-reported 5/15/98.) (Pt's current status: unk-reported 5/15/98.)